Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified alarm occurred. Tandem technical support was unable to find any alerts in pump history. Reportedly, customer continued using pump for insulin therapy.